Event description:
It is reported that respiratory failure occurred on the same day as death. Investigator indicated that event was not related to the device. Outcome of event was reported as death.

Event description:
An endeavor sprint over the wire drug eluting coronary stent was implanted in the prox lad with no issue reported. However, it was reported that the patient's expired approximately 11 months post the index procedure. Investigator indicated that the event was not related to study stent. The cause of death is unknown

Event description:
The clinical events committee adjudicated that the death was non cardiovascular. It is reported that the patient died due to respiratory failure, sepsis and vascular insufficiency wounds.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
(B)(4).